Manufacturer narrative:
(B)(4)

Event description:
It was reported that lightening stuck at the patients house and sparks were emitted from the merlin transmitter. The device was returned and exchanged.

Manufacturer narrative:
No conclusion code available; final analysis found power supply anomaly. The source of the power supply anomaly is unknown.